Manufacturer narrative:
The patient's left ventricle thrombus was first identified under MFR # (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient missed their warfarin dose for 1 week. They presented with a subtherapeutic international normalized ratio (inr) of 1.1. The patient had intermittent chest pain. Their inr goal was increased to 2.5-3.5 and their acetylsalicylic acid (asa) was increased to 162 mg per day. The patient was also placed on imdur (isosorbide mononitrate) to prevent angina. The patient's low flow alarms resolved when they were converted to normal sinus rhythm. A computed tomography (CT) scan of the chest performed on (B)(6) 2023 revealed a resolved aortic root thrombus. The previously seen left ventricle mural thrombus was evident, but it may have been related to differences in contrast timing or true resolution. A transthoracic echocardiogram (tte) performed on (B)(6) 2023 revealed a severely dilated left ventricle with diffuse severe hypokinesis, a moderately dilated right ventricle with severely decreased function, mild aortic and mitral regurgitation, moderate tricuspid regurgitation, moderate left atrial enlargement, and mild right atrium enlargement. As compared to (B)(6) 2023 the patient's rotations per minute (rpm) were now 5600 from 5400. The aortic valve also now intermittently opens without evident thrombus.

Event description:
It was reported that the patient was found to have a thrombus on their aortic valve that resulted in ventricular tachycardia (vt), ventricular fibrillation (vfib), and a transient ischemic attack (tia). The patient's anticoagulation goal was increased.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of peripheral thromboembolism, cardiac arrhythmia, transient ischemic attack (tia), right ventricle dysfunction, aortic regurgitation, as well as the reported patient-related conditions, could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files were submitted for evaluation. According to the account, the alarms resolved when the patient was converted to normal sinus rhythm (nsr). The patient remains ongoing on the heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 lvas patient handbook are currently available. Section 1, ¿introduction¿, lists¿, lists potential adverse events, including peripheral thromboembolism, cardiac arrhythmia, other neurological events (not stroke-related) and right heart failure that may be associated with the use of heartmate 3 lvas. Additionally, this section addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6, ¿patient care and management¿, lists cardiac arrhythmia and neurologic dysfunction as potential late postimplant complications and provides information regarding anticoagulation, including recommended international normalized ratio (inr) range. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.